Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported an infusion pump that had overinfused, or "infused too fast" while infusing on a patient. Per the facility's biomedical engineer, the pump started infusing diprovan from a 50ml bottle at a rate of 15ml/hr and several minutes later, the bottle was empty. The facility's biomedical engineer stated that no patient injury was associated with this report and no incident reports have been filed since the last baxter service event. Information regarding patient demographics, additional contact information and IV bottle and set involved was requested, but none was provided.